Event description:
It was reported that, the rhythm of the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) changed morphology into a wider complex, described as low amplitude rhythm with tall t-wave. It was noticed that the r wave and the t wave were of same size, leading into functional t wave oversensing. The algorithm discriminated some time before the morphology further dropped down in amplitude and fast profile was initiated. An inappropriate shock was delivered, and it terminated the type of morphology. Technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.